Event description:
Related manufacturer report number: 2017865-2023-94034 during a remote follow-up, noise resulting in oversensing was detected on the right ventricular (rv) lead. No known intervention has been performed at this time. The patient was stable and will continue to be monitored.